Event description:
It was reported the patient gained significant weight which made refills difficult. The pump pocket was moved on the day of report. A proximal catheter segment was also added. The patient had been doing well with therapy and had good efficacy. The weight gain corresponded to a nursing home move. There was no incidence of pocket fill, there was just difficulty locating and filling the pump. The pump was used to infuse morphine.

Manufacturer narrative:
Concomitant product: product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8780, serial # (B)(4), implanted: (B)(6) 2014, product type catheter. (B)(4).